Manufacturer narrative:
Cadd cassette reservoirs sets was returned for analysis. The sample received by shm and the returned sample consist of one product of p/n 21-7302-24. The sample was received in used conditions inside a plastic bag without its original packaging. The sample was visually inspected, at a distance of 12" to 24" and normal conditions of illumination and no discrepancies were found. The sample was connected to the cadd legacy plus pump and a balance mettler toledo to look for unusual function; no discrepancies were detected, and the accuracy test was successfully passed. The sample was fully priming and connected without difficult, the pump was set running and the alarm was not activated. The customer's reported problem could not be duplicated. Root cause cannot be determined since the complaint was not confirmed due to the accuracy testing was successfully passed. No fault found.

Event description:
Information was received that during use of this smiths medical cadd cassette reservoirs, delivery accuracy issue was noted. Reported that the nurse observed a 20 percent overfill. It was also reported that the customer stated that "we do not know if the patient is being harmed by not receiving the full intended dose". No reported adverse effects.